Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that a message for system volume too low showed during patient circuit test. The ventilator was investigated on site by our field service engineer, who detected a defective air gas module. According to service report the defective air gas module was replaced which resolved the issue and the unit was handed over to customer in a working condition. However, despite several reminders, we did not receive any part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established.

Event description:
Manufacturer ref; (B)(4).